Event description:
It was stated that customer called for an assistance during use of intra aortic balloon with a gas loss alarm. Troubleshooting performed by pressing the iab fill key. This resolved the gas loss alarm getinge person suggested customer to call back in case of alarm oes off several times in an hour. But did not recieving any call back. No patient harm or injury was reported.

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).

Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h6 (type of investigation, investigation findings and investigation conclusions), h11. Revert d4 (serial) section to blank. No decon or visual inspection performed since product was not returned and could not be evaluated. A call was received via esp line for a gas loss alarm issue during patient use. Actions that were taken by the nurse included checking for kinks and reconnected the circuit, she confirmed that no blood found in helium tubing; all connections were secure and she mentioned not using the help screen or iab fill key initially. After guidance, she performed a manual fill, which resolved the alarm. Based on the description, the gas loss alarm was likely triggered by patient-related hemodynamic instability, specifically tachycardia with a fib rvr, which can affect balloon timing and gas retention in the iabp system. The esp representative guided the nurse on preforming a fill which resolved the gas loss alarm. There was no malfunction of the iab; rather, the customer required assistance to navigate the proper use of the device. The failure mode is addressed in the risk file and is operating within its risk profile. The IFU addresses the reported failure. There were no ncmrs identified which could cause or contribute to the reported failure. The investigation does not indicate that the device was inadvertently released as non-conforming or an adulterated product or was a counterfeit. The complaint history review did not identify an adverse trend (increase in number of complaints over past three (3) months). Based on the rational provided above, no escalation to the CAPA process is required.

Manufacturer narrative:
Updated data: b4, g3, g6, h1, h2. Corrected data: e1 site state, h6 (type of investigation).